Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is malfunction of the hm. The siemens healthcare diagnostics technical service center representative directed the customer to perform maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The elevated result was reported to the physician who questioned the result. The sample was re-run and a normal troponin I result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.